Event description:
International distributor contacted dexcom technical support on (B)(6) 2014 to report that the patient reported the sensor gave inaccuracies on (B)(6) 2014. Patient claimed the device read higher than the fingerstick values. Patient did not report any injury or medical intervention at the time of contact with international distributor.